Event description:
Guidewire kinked.

Manufacturer narrative:
The cause of the reported incident is likely due to user did not unlock the guidewire before use which would make advancing difficult and resulting in kinking of guidewire and/or it could be when resistance was met during the insertion of guidewire into the vein through the steel needle that the guidewire may have been withdrawn for attempt to re-insert the guidewire that the "j" end could have been withdrawn against the bevel of steel needle and excessive force could have been applied during re-insertion and resulted in the kinking of guidewire. Users are required to unlock the guidewire before use and handle the guidewire with care during manipulation as per stated in the IFU. User to be aware not to withdraw the guidewire against needle bevel, as this increases the risk of severing the guidewire and potential guidewire breakage if undue force is applied to the guidewire when resistance is met.